Manufacturer narrative:
H2, correction: a12 added for the camera connection issue. Fdr c13 and fdc d02 updated to reflect the replaced component in the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735843 (serial/lot: unknown). H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A1102 captures the "not connected" message from the camera and a07 captures the exposed wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera said "not connected". It was noted that wires were exposed in the camera cart ethernet connection. There was no patient involvement.